Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced continuous low blood glucose (bg) between approximately 50-60 mg/dl. Reportedly, customer's healthcare provider (hcp)set basal rates too high. The customer ate to treat low bg. Customer's hcp adjusted basal settings to resolve issue.